Event description:
It was reported that an inflatable penile prosthesis (ipp) pump was explanted due to the pump not working during activation. It was explained that the device cycled fine on the operating room table, but did not work during activation. It was explained that the pump was hard to press, because the pump could not be depress. Since you could not use the pump, the cylinders could not be inflated. No patient complications were related to this event.